Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no missing segments or partial display or black display noted. Device received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had a partial display. The customer¿s blood glucose level was raised to 500 mg/dl. The customer states no battery was working for the pump and the black screen did not disappear. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to the backup plan. The insulin pump will be returned for analysis.